Event description:
Per the clinic, during implantation surgery, the surgeon failed to remove the surgical template from the implant site. The patient remained under anesthesia, the implant site was reopened, and the template removed. There are no reports of patient injury associated with this event. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.